Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. The fiber was functionally tested with helium-neon (he-ne) laser fixture. The testing conducted did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke. Another fiber was used to complete the procedure. There were no patient complications.